Event description:
Customer stated that the insulin pump alarmed during the prime/rewind process. Customer stated that the insulin pump over-delivered insulin; he has experienced lows at night. The current blood glucose reading is 242 mg/dl. The drive support cap is protruded. The insulin pump will be replaced. Customer also reported a hospitalization due to low blood glucose. The blood glucose at the time of the event was 23 mg/dl. Hospital treated with fluids. Customer stated that his physician lowered his basal rates. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.